Event description:
The customer reported obtaining erroneously low glum (glucose), k (potassium), and crem (creatinine) result for one (1) patient involving the unicel dxc 800 pro synchron system. Upon further review of printouts provided by the customer, it was revealed additional erroneous results were generated for bunm (urea nitrogen), na (sodium) and co2 (carbon dioxide). The physician questioned the glucose result since an alternate methodology had repeatedly generated a higher result for a diabetic patient that was not following physician's treatment (non-compliant). The patient was redrawn and the redraw, original, and extra sample collection tube from original draw all recovered a higher (glum, crem, bunm, k) result and lower (na, co2) result on two dxc systems. The erroneous glum, na, k, co2, bunm and crem results were reported outside the laboratory and there was no change or affect to patient treatment in connection with this event. Quality control results were within the laboratory's established ranges on the day of the event.

Manufacturer narrative:
The field service engineer (fse) inspected the mc (modular cup) sample probe, mc sample syringe, flowcell, bunm, crem, and glum modules and found no issues. In addition to the hardware inspection, the fse performed a precision run with low and high quality control samples on all the chemistries that were affected and all results were within specification. The fse was unable to confirm complaint.